Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Reprograming of the device and further evaluation of the lead was discussed. This lead remains in service. No further adverse patient effects were reported.